Event description:
N/a.

Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation as the product is not available for return as per customer. Additionally, the lot number was not provided; therefore, device history record (DHR) could not be reviewed. However, a medical assessment was performed to evaluate the possible relation between the reported event and product use as follows: ¿absence of infection due to parasitic, bacterial, and fungal meningitis likely indicates a primary hypersensitivity reaction. The duragen mesh can act as a foreign body that can trigger a type I hypersensitivity reaction (an allergic reaction) and induce localized inflammation leading to eosinophilic infiltration of the meninges. Therefore, the duragen may have been causal to the eosinophilic meningitis. The use of bovine-derived or synthetic dural substitutes can trigger an inflammatory response in some patients. Eosinophilic meningitis is characterized by a type of white blood cell involved in allergic and parasitic responses (i.e., eosinophiles), that infiltrate the meninges due to the presence of a foreign body (in this case duragen mesh after microvascular decompression (mvd) surgery for trigeminal neuralgia). When using materials such as duragen mesh (a bovine dural substitute), this rare complication may occur resulting from an immune-mediated reaction or allergic response to foreign material used in the procedure. This reaction leads to eosinophilic meningitis, characterized by an increase in eosinophils in the cerebrospinal fluid (csf). Per duragen® dural graft matrix IFU - contraindications: duragen is not designed, sold or intended for use except as described in the indications for use and is contraindicated in patients with a known history of hypersensitivity to bovine derived materials.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that duragen (id3301i) was implanted to a patient on an unknown date. After implantation, the patient developed acidophilic leukocyte meningitis and increased protein level. Additional information received as follows: the mvd operation was performed due to trigeminal neuralgia. After the surgery, neuralgia had improved, but the patient suffered from a headache. The patient was using more pain killer than usual. On (B)(6)2024, the patient was discharged from the hospital. On (B)(6)2024, the patient suffered from gait disturbances, urinary incontinence, and dementia. The CT scan confirmed that the patient had developed ventricular dilatation. The patient was diagnosed with hydrocephalus. On (B)(6)2024, the patient was hospitalized. The csf tap test showed signs of eosinophil. (Glucose 95, protein 175, number of cells 550) the steroid pulse therapy was performed twice and 30 mg of predonine was injected. Currently, the patient's condition has stabilized. The amount of predonine injection was reduced to 20mg. The surgent considers that the predonine should be injected until duragen regenerate completely. The surgeon has been using fibrin glue for a while in other cases, but nothing like this happened before. He assumes that the cause of this even could be caused by dura gen. No patch test has been performed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.